Manufacturer narrative:
The customer reported that the device was getting a red x and unexpectedly shutting down. The unit was evaluated on site by a philips field service engineer, and the symptom was verified. The processor pca was replaced which resolved the reported issue. The device was returned to service after passing all testing.

Event description:
The customer reported that the device was getting a red x and unexpectedly shutting down.